Manufacturer narrative:
It was reported that patient underwent the concurrent procedures of cystocele repair and cystoscopy during mesh implantation. It was reported that the patient underwent excision of vaginal mesh and marsh¿s flap on (B)(6) 2009 due to extrusion. It was reported that the patient underwent a colonoscopy with polypectomy in 2011. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and an a mesh was implanted . It is reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted in order to treat cystocele. It was reported that following insertion the patient experienced vaginal erosion, hole in vaginal wall, frequent urinary infection, burning sensation in vaginal area, painful intercourse, pinching pain in low abdomen and vaginal area, sudden urges to use the bathroom, inflammation, depression and emotional distress, frequent back pain, and frequent urinary incontinence. It was reported that the patient experienced vaginal erosion and underwent partial mesh removal in (B)(6) 2009. It was reported that the patient underwent a gallbladder removal in 2011. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.